Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The controller is available for return, but has not yet been received. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the sites "vad coordinator that the patient was seen in clinic on (B)(6) 2015 and reported that he did not always hear the audible single tone on the controller when a second power source was attached." "Patient and his mother were concerned about the lack of sound with controller." The "decision was made to change the controller." The "vad coordinator attempted to reconnect and disconnect power source to assess sound and did not observe any issues." But the "decision was made for the controller to be exchanged based on the patient and mom's concern." It was stated that the "log files were sent in." An "elective controller exchange was performed and the patient tolerated well." There were "no adverse effect on patient." No further issues were reported. No additional information provided. Investigation is ongoing.